Event description:
A physician reported that the cutter stopped cutting and it was pulling the vitreous during the vitrectomy surgery. The priming was tried again for cutter but not cutting. Even after lowering the cut rate to 5000 cuts per minute (cpm) but not improved. The surgery was completed on same day by replacing the pak. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).